Event description:
Anesthesia department reported that a j-loop connection became unscrewed near IV hub. This caused leaking and eventually causing the IV to fall out. Although requested, no additional event or patient information provided by the user. There was no patient harm and no medical intervention was required.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leakage and IV falling out. The customer stated the set has been discarded and is not available for failure investigation.